Event description:
During a stress-echo exam with the acuson sc2000, the user was unable to save the exam images. The patient was re-examined on a different system. The data loss resulted in a clinically significant delay. There was no injury reported.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #: (B)(4).